Event description:
It was reported the device had a high-volume delivery. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. B3, g4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: (B)(6) 2024. One device was received for evaluation. Visual inspection found a scratched lcd lens, a peeled dso seal, worn uso seal, and a bent latch handle. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, it was revealed that the device was under delivered. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.